Event description:
The customer reported via phone call that they experienced a blank display after changing the battery. The customer's blood glucose was unknown. Customer will call back to complete troubleshooting. The insulin pump will not be returned at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.